Manufacturer narrative:
The customer has the unit repaired by a third party. No repair information provided to ge healthcare. No patient information available. Unique identifier: (B)(4).

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient injury.